Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked right plunger case, broken screw-boss on left plunger case, and damaged on force sensor connector. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, motor rate error was found during occlusion test. Service replaced the worm gear, motor mount also replaced leadscrew and clutch halves for preventive measure and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.